Event description:
Reporter indicated that the pt entered the hosp after suffering with what was described as a "code blue," subsequently the pt "experienced three more cardiac arrests and/or respiratory arrests." The reporter indicated that the pt was in the hosp for two weeks and discharged last week. The reporter did not explant the device and opt-ed to turn the device off. Since, the reporter wants to find the cause of the arrest. The pt was referred to a cardiologist for eval. Good faith attempts are in progress to obtain additional info.